Manufacturer narrative:
Other text: h10. Device evaluation: one cadd legacy pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: "0962> starting ll0 12/3/2020 8:44:00 am. 0963> good battery installed 12/3/2020 8:44:00 am. 0964> battery removed 12/3/2020 8:45:00 am. The customer's reported problem (alarming battery removed) was confirmed in the ehl and during functional testing. The pump was found to be displaying the battery removed" alarm message when the stop/start key button was pressed while an administration cassette was attached. A faulty keypad assembly was causing this issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty keypad was replaced in order to correct for the reported product problem.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump had an issue with an alarming battery. The product problem was observed during testing. The event date is unknown.